Event description:
The customer stated that, the axsym rubella calibration failed due to failure at the low end. The customer stated that six weeks earlier they were experiencing the same problem with a different lot. The abbott customer technical advocate asked the customer to centrifuge the calibrator and repeat. After centrifuging, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.